Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high shock impedances during a change-out procedure. The connections were evaluated and noted to be fine. The proximal coil of this lead was then programmed out of the shocking vector and the impedance was then normal. No adverse patient effects were reported. The shocking portion of this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.